Manufacturer narrative:
It was reported that the pump will not be returning to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the pt expired on (B)(6) 2014, due to sepsis. Prior to the pump being implanted, the pt presented to the hospital with an aortic dissection, which as surgically repaired at an outside hospital. The pt was transferred to the implanting center and was placed on ECMO for approximately 10 days prior to the pump being implanted. The pt received numerous blood products and other treatments. She spent approximately 3 months in the hospital before being transferred to a transitional care unit. The pt developed an infection prior to the transfer and was treated with IV antibiotics. A CT scan was taken approximately 10-14 days prior to the pt being discharged, and fluid collection near/around the pt's aorta was noted. It was not noted on subsequent CT scans, so it is unk if this was the cause or origin of the pt's infectious process. The pt was readmitted into the hospital for approximately 5 days after being transferred to the transitional care unit with low flow alarms, and was found to have a profound infection in her chest. She was discharged home with hospice on (B)(6) 2014 and expired on (B)(6) 2014. The vad coordinator reported that it is unk if the expiration was related to the device or pt therapy. She stated that the pt had multiple surgeries and complications prior to her vad placement and that it may be something that happened prior to the vad and seeded the vad or it may have happened after the fact. It is not known which came first.